Event description:
Procedure: colon resection. According to the rptr: after firing, the jaws would not open. The instrument was resected with the use of another device.

Manufacturer narrative:
Tracking number (B)(4) . Initial report sent to FDA on (B)(6) 2010.